Manufacturer narrative:
The reported event of limited leaflet mobility could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a trifecta valve was implanted. The valve was noted to develop limited leaflet motion at an unknown point in time and a tavr procedure was performed on an unknown. Despite requests for more information, further details were not provided.